Event description:
The customer called and reported the insulin pump was cracked on the screen and would not turn on, if that battery was completely screwed in. Customer's blood glucose was 220 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or blank display noted during testing. No physical damage to battery cap was noted. Battery cap fit properly into battery compartment and no blank display noted when battery cap was screwed all the way in. The device had cracked lcd window, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.